Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic and did not receive therapy. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.